Event description:
It was reported that deflation issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 6.0 x 60mm, 135cm ranger balloon catheter was advanced for dilation. The balloon was inflated once for 3 minutes. During removal, it was noted that the balloon would not deflate. A wire was used to pierce and tear the balloon, thus draining the solution inside the balloon, deflate it and removing it. There were no patient complications as a result of this event.

Event description:
It was reported that deflation issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 6.0 x 60mm, 135cm ranger balloon catheter was advanced for dilation. The balloon was inflated once for 3 minutes. During removal, it was noted that the balloon would not deflate. A wire was used to pierce and tear the balloon, thus draining the solution inside the balloon, deflate it and removing it. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 4mm in length and extended from a position 2mm proximal of the distal markerband to 1mm distal of the distal markerband. As per IFU the rated burst pressure for this device is 14 atmospheres. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the shaft identified multiple kinks. No other issues were identified during the product analysis.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 4mm in length and extended from a position 2mm proximal of the distal markerband to 1mm distal of the distal markerband. As per IFU the rated burst pressure for this device is 14 atmospheres. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the shaft identified multiple kinks. Measurements of the exact locations of the kinks on the shaft are as follows: kink 1. 270mm distal from the distal end of the strain relief. Kink 2. 285mm distal from the distal end of the strain relief. Kink 3. 289mm distal from the distal end of the strain relief. Kink 4. 338mm distal from the distal end of the strain relief. Kink 5. 350mm distal from the distal end of the strain relief. Kink 6. 810mm distal from the distal end of the strain relief. Kink 7. 15mm proximal from the distal tip. No other issues were identified with the device.

Event description:
It was reported that deflation issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 6.0 x 60mm, 135cm ranger balloon catheter was advanced for dilation. The balloon was inflated once for 3 minutes. During removal, it was noted that the balloon would not deflate. A wire was used to pierce and tear the balloon, thus draining the solution inside the balloon, deflate it and removing it. There were no patient complications as a result of this event.